Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified superficial femoral artery. A 3.0mm x 220mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation at 6 atmospheres for 10 seconds, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.